Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site postal code): (B)(6). A getinge field service engineer (fse) evaluated the iabp and found blood-pneumatic module and safety plate is contaminated and needs to be replaced; the customer refused the quotation and performed the repairs. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the blood inlet part was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then in clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon rupture and bleeding. Blood entered the equipment (unit). There is no further power-on inspection. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.